Event description:
Customer reported a malfunction on pump with no notable events occurring beforehand. Blood glucose level did not exceed 500 mg/dl, remaining within normal range. Technical support provided pump reset information and assisted the customer in resetting the pump. There was no recurrence of the malfunction code post-reset, allowing the customer to continue using the pump. A replacement adapter was approved to be sent to the customer, who agreed to call back if the issue persists.